Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient developed mild uveitis followed by severe pigment dispersion glaucoma post lasik. The surgeon feels issues are related to laser. One day post-operatively the patient was using a topical antibiotic, topical steroid and topical sterile moisturizing ophthalmic drops and gel. Two weeks post-operatively, cells were noted. Topical steroid dosage was increased to every hour. Topical steroid/antibiotic drop was prescribed. The patient is also using a lubricant drop and gel. Approximately one month post-operatively, cells were noted to be decreased but intraocular pressure was increased. Punctal plugs were inserted. The topical steroid drop the patient was using was decreased to three times a day. A glaucoma medication and a topical steroid ointment were prescribed. Lubricating drops and gel are still being used. A week later the patient was checked and continues to use a topical steroid drop, steroid ointment, and lubricating drops. The patient was seen again a week later and intraocular pressure remained elevated. A different glaucoma medication was prescribed. The patient continues to use topical steroid drop and ointment. The patient was seen again a week later. Intraocular pressure was decreasing. A different topical steroid was prescribed. The patient is alternating between using lubricating ointment and a steroid ointment. The patient continues to use glaucoma and lubricating drops. Over two months later, cells were rarely noted. The patient is using couple of lubricating drops and a topical steroid ointment. Approximately four months post-operatively, the patients eye is noted to be quite. The patient is using a steroid and lubricating drop three times a day. Intraocular pressure has decreased. There are multiple related reports for this facility. This report addresses patient (B)(6) right eye and other manufacturer reports will be filed.

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The energy was stable during the whole day. The related treatment could not be identified but the review for the complete day showed no abnormalities or deviations. No technical root cause could be identified. The clinical applications specialist (cas) stated there is no known correlation between the laser and uveitis or glaucoma. Most likely there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. Reported event is related to the environmental conditions in the clinic or to the process they apply pre- and post-operative. The manufacturer internal reference number is: (B)(4).